Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-24921, 2017865-2021-24922. It was reported that the patient presented with a bacteremia infection. The implantable cardioverter defibrillator, right atrial and right ventricular leads were explanted. The patient was in stable condition.

Manufacturer narrative:
Correction - g3 - awareness date should have been (B)(6) 2021 rather than jun 1, 2021 final analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - h6 - investigation conclusion code should have been 4310 - cause cannot be traced to device rather than no device problem found.